Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the anchoring sleeve descended along the body of the right ventricular (rv) lead and migrated into the pulmonary vein. The physician was able to catch the sleeve with a snare. The rv lead remains in use. No further patient complications have been reported as a result of this event.